Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient described the reaction as lesions as a small, reddish purple raised pustule. He spoke with his physician on (B)(6) 2019 about the wounds from the sensors and the physician suggested that he insert the sensors into his abdomen; however, the patient stated that he must insert them into his arms because of type of work he performs. Additionally, the patient stated after putting on a sensor, around the 4th-6th day, he experiences mild discomfort, and by the 10th day of sensor use, it feels like someone is pinching his skin hard. After sensor is removed, the patient notices a reddish/purple circle with a dark red spot in the center in the area where the sensor was directly inserted into. The patient describes the area as necrotic tissue that is scab like that does not heal over time. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.